Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that all conductors were distorted and the outer insulation of the lead was distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted that distortion of the conductors prevent the guidewire from advancing in the lead. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to insert the lead over the guidewire. In addition, insulation damage is suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.